Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation. A review of the provided image shows a broken (and missing fragment of) curved blade.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the front end of the harmonic ace instrument was fractured. After confirming with the customer, the fractured part had been completely removed, and no fragment remained in the patient.

Manufacturer narrative:
Device evaluation: intuitive surgical, inc. (Isi) received the harmonic ace instrument to perform failure analysis. The harmonic ace instrument was analyzed and found to have a bent clamp arm at the distal end. The clamp arm was bent outward causing it to be loose where it hinges onto the inner tube.